Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. The reported problem (constant check belt messages) has been confirmed. As received, the monitor failed incoming testing. The cause of the constant check belt messages and incoming test failure is lack of driven ground. The cause of the lack of driven ground is an open r781 resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) year old male patient's daughter contacted zoll customer support to report constant check belt messages. The patient was issued a replacement monitor.